Manufacturer narrative:
This report is filed april 7, 2014.

Event description:
Per the clinic, the patient was prescribed antibiotics (date, type and dosage not reported) due to an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient's device was explanted on (B)(6) 2013. This report is filed february 03, 2014.